Event description:
Routine complaint investigation initiated by pharmacist who reports receiving medisense sensor electrodes plus instead of medisense plus electrodes from distributor. Pharmacist understood one customer who uses a medisense 2 glucose meter, and purchased these strips was hospitalized with "instable diabetis condition". No info regarding pt, lot numbers or serial numbers.